Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called asking for paging log information from (B)(6) 2018 between 03:00 to 03:45 to see all alarms to the cisco phones that were assigned to room 332 that were sent by the emergin paging system. There was a patient death and the customer wanted to do follow-up data collection. Further investigation is required to understand if the paging system caused or contributed to the patient event.

Manufacturer narrative:
There is no data to support an iem (intellispace event management) malfunction. The iem message log shows that the nicu float nurse was sent the brady alarm message at 03:19:15. Based on the information provided it can not be ruled out that the iem paging system may have been a factor in the adverse event although there was no allegation that any philips caused or contributed to the adverse event. There is no data to support a philips device malfunction associated with the iem paging system itself. The iem (intellispace event management) paging system is labeled as a means of alarm information notification. Issues with paging would not prevent the monitoring device from continuing to provide real-time monitoring and alarms. The system is not intended to provide real-time information, nor is it the source of alarms, nor is it a replacement for alarming devices. Therefore this issue would not be likely to cause or contribute to death or serious injury if the paging device is used per product labeling.